Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The evaluation revealed the broken plate and broken screw to be primary products. An investigation of the implants themselves was not possible because both implants were not available. A review of the manufacturing and inspection documents (DHR) was possible for the plate; no discrepancies were detected. A DHR review was not possible fir the screw because the lot code was not provided. The reported plate and screw breakages were confirmed via x-rays; the plate broke approx. In half; the broken screw was implanted through the fibula into the tibia bone. The customer reported that a nonunion was detected. Non-unions are IFU-listed adverse effects that can lead to implant failures like breakages. If other listed adverse effects (i.e. Obesity, poor bone quality, implant damages) did cause or contribute to the implant breakages could not be determined due to missing information. Because no manufacturer fault was detected a product related issue can be excluded. No nonconformity identified.

Event description:
The plate and screw broke. Patient was a nonunion. Surgeon was dissatisfied with the plate and thought the locking mechanism should be stronger. Not all broken pieces were retrieved from the patient. New plate and screws placed.

Event description:
The plate and screw broke. Patient was a nonunion. Surgeon was dissatisfied with the plate and thought the locking mechanism should be stronger.